Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 3.7 mmol/l with symptoms of unsteadiness. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump history with a customer technical support representative and found that there were no variations with the pump¿s basal and bolus histories. Further review of the pump¿s settings indicated that the pump¿s basal and bolus settings had been incorrectly programmed. The patient was also allegedly miscounting carbohydrates. The patient was referred to their healthcare provider for diabetes management related issues. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event on the pump as a result of use error of the device.